Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a wearable failure which occurred the same day the sensor had been inserted in the arm. The day of the event when a fingerstick was taken the cgm reading was 73 mg/dl, and the blood glucose reading was 186 mg/dl. Due to this discrepancy, they removed the sensor and requested a replacement. After removing the sensor, the patient consumed food and went to sleep without a cgm sensor in place and without taking a fingerstick. At around 3:30 pm, the mother realized the patient was not wearing a sensor and inserted a new one. However, within 5 minutes during the warm-up period, the sensor failed. A fingerstick was taken and the blood glucose reading was 503 mg/dl at around 3:45 pm. The mother manually entered the bgm value into the pump to deliver insulin. After waking, the patient began to experience symptoms of shakiness and a mild seizure. The patient's mother stated that if the blood glucose level does not decrease after insulin administration through the pump, she plans to bring the patient to the hospital. At the time of the report the patient was stable. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.